Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 44 mg/dl and food/juice were consumed to address low bg. The customer suspected that the pump basal rate may have been set too high and was cause of low bg. Tandem technical support reviewed the pump data and found no device issues. Reportedly, the customer discussed adjusting the pump settings with a healthcare provider.